Manufacturer narrative:
Incorrect report date entered in section b4. Corrected report date from september 10, 2024 to october 3, 2024.

Event description:
At around 1pm, when nurse was putting the patient on the machine to draw blood, a blood leakage alarm occurred in the dialysis machine. The nurse immediately clamped the arterial and venous ends, scrapped the dialyzer and tubes, which contained about 150-200ml of blood, reported incident to the doctor, department director, and head nurse. Disinfected the terminals of the dialysis machine. A physical examination was performed on the patient. The examination results showed that the patient's hemoglobin dropped to 99, indicating a risk of hemorrhagic shock. Epo (erythropoietin) administered. Other devices used: fresenius dialysis machine (model was not reported).

Event description:
At around 1pm, when nurse was putting the patient on the machine to draw blood, a blood leakage alarm occurred in the dialysis machine. The nurse immediately clamped the arterial and venous ends, scrapped the dialyzer and tubes, which contained about 150-200ml of blood, reported incident to the doctor, department director, and head nurse. Disinfected the terminals of the dialysis machine. A physical examination was performed on the patient. The examination results showed that the patient's hemoglobin dropped to 99, indicating a risk of hemorrhagic shock. Epo (erythropoietin) administered. Other devices used: fresenius dialysis machine (model was not reported).